Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm the reported failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage found to the cables. Additionally, the instrument was found to have a part of the grip broken at the grip base. A piece approximately 0.115" x 0.105" was found to be broken off. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during central processing the customer had found the cable damaged on the force bipolar instrument. There was no patient involvement.